Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2026. It was reported that the trial lead would not advance with stylet. The physician was unable to advance the trial lead into the needle hub. The stylet kept sliding through the electrode end of lead creating no structure to be able to insert trial lead into needle hub. The physician was unable to insert lead properly into 3.5 foramen needle. They had to get another trial lead to use. They had no issues advancing new trial lead. Troubleshooting was performed by adjusting the stylet several times, and attempting reinsertion but the lead kept sliding off the stylet. The cause of the issue was unknown. The manufacturing representative (rep) indicated the stylet kept coming out, so they had to use another lead.

Manufacturer narrative:
Continuation of d10: product ID 306001: lot# unknown; product type screening device. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: neu_stylet_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.